Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were (B)(4) units in our stock, the stock blockage was requested, and (B)(4) units were received to analyze this complaint. We have not received samples from the customer for analysis. We have only received a picture showing a sample that contains a suture thread with two needles attached. On the other hand, we have checked all the samples received from stock and the (B)(4) units have a suture with a double needle (2 needles attached to the thread instead of 1) . After internal investigation, it has been determined that the most likely root cause is an operator mistake during manufacturing process. Two needles were attached to the thread and wound on racepack packaging by mistake. It has been determined that this is a punctual error and only this code-batch is affected with this issue. Remarks: the manufacturing personnel involved will be informed of this incidence to avoid this issue happens again. Reviewed the batch manufacturing record, there was not found any reported deviation on the process; this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account the picture received from the customer and that the samples from stock do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples and picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the doctor found that the packaging contain double needles not a single one. Additional information has been requested.